Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an angiojet zelantedvt thrombectomy system. With visual examination, there was no damage or irregularity in the catheter or the male connector with female luer. The thrombectomy system was inserted in to the ultra-console for functional testing. The catheter would not get into priming mode and received a ¿check saline supply ¿error. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter stopped aspirating. An angiojet® zelantedvt¿ thrombectomy catheter was selected to treat a venous deep vein thrombosis(dvt) in the iliac vein. Following a first aspiration pass through the lesion, thrombectomy was stopped to look at results under angio. When aspiration was initiated again, an error message was received and the system would not operate further. The catheter was removed and another of the same device was used to successfully complete the procedure. No patient complications were reported and the patient's condition was reported as fine.